Event description:
It was reported via repair work order that the yellow handle on the right side rail latch lever was broken with sharp edges exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.